Event description:
It was reported that a device embolization occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. The la pressure was 25mmhg. A 27mm watchman laa closure device was successfully implanted after meeting the release criteria. The patient did not present for 45 day follow up transesophageal echocardiogram (tee). On (B)(6) 2019, the patient presented for follow up and it was discovered that the device embolized to the location of the mitral valve via tee. The patient was having occasional premature ventricular contractions, but no other symptoms. The physicians decided to leave the device where it is and no surgical intervention is required at this time.